Event description:
The technician alleged that the head of the bed will not lower electrically, manually or with cardio pulmonary resuscitation function. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.